Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex st patch on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with supraumbilical hernia thereby underwent open repair with implant of ventralex st. Per op notes, ¿the hernia sac with herniated preperitoneal fat was noted and reduced. A ventralex st mesh was placed and secured using sutures.¿ on (B)(6) 2020 - patient was diagnosed with adhesions, abdominal pain thereby underwent robotic assisted repair with lysis of adhesions. Per op notes, ¿omental adhesions to the undersurface of the mesh were taken down. There was no evidence of recurrence. The prior mesh was not lie flat and it was little bit bunched up around its edges. Adhesiolysis was performed. The mesh was re sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum. This supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, lot no, UDI no), g1, g3, g4, g6, h2, h4, h6, h1. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex st patch on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.